Event description:
Perigraft liquid was observed after graft was implanted subcutaneously in fem-fem position in 2/2000. It should be noted that no drains were placed post-operatively. No intervention has been taken to evacuate fluid collection.